Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion, occlusion test, prime test and excessive no delivery test. No unexpected motor error alarm noted. The motor was tested outside of the device and passed. Unit received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to dka with a blood glucose of 490 mg/dl on (B)(6) 2017. Customer's blood glucose value at the time of admission was 400mg/dl. The customer was wearing the pump at the time of hospitalization. The customer was still in the hospital as of (B)(6) 2017. The customer also mentioned that there was a motor error alarm in the past. Trouble shooting for the insulin pump was completed and it passed the high pressure test. Customer reports the drive support cap appears normal. The customer was advised to follow up with healthcare provider concerning high blood glucose. The insulin pump will be returned for analysis.